Event description:
The customer reported via phone call that he had a no delivery alarm during manual priming. Blood glucose level at the time of the incident was 111 mg/dl. During troubleshooting, the customer was able to get insulin to exit the tubing without any alarm. Customer reported a recent incident in which he had a blood glucose level of 400 mg/dl. Customer reported noticing that the set was gooey, but once he changed it, his blood glucose level came down. Customer also reported being recently hospitalized due to knee replacement issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.